Event description:
Healthcare professional reported a clinical patient experienced blurry vision roughly a month after implant of a xen®45 gts in the right eye. Patient was found to have intraocular pressure (iop) outside normal range at 40mmhg. Treatment was noted as paracentitis and bleb revision were performed and patient stayed off steroid medications. Pressure lowered and patient did not report any pressure outside the normal range.

Manufacturer narrative:
Concomitant therapies: and humira 40mg/0.4ml syringe. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding product and patient details has been requested. No additional information is available at this time. The events of high intraocular pressure and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a clinical patient experienced blurry vision roughly a month after implant of a xen®45 gts in the right eye. Patient was found to have intraocular pressure (iop) outside normal range at 40mmhg. Treatment was noted as paracentitis and bleb revision were performed and patient stayed off steroid medications. Pressure lowered and patient did not report any pressure outside the normal range.